Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer failed to stay closed. The customer stated that the malfunction had caused a delay in dispensing medication to patients, and that the nursing staff had been unable to access any medication in the drawer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failed drawer. A field service engineer inspected the device and confirmed that there were no failed drawer notifications on the home screen. The fse logged into the station and successfully tested and access to the reported failed main drawer 6 multiple times. The system functioned as intended after the field service engineer verified the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer failed to stay closed. The customer stated that the malfunction had caused a delay in dispensing medication to patients, and that the nursing staff had been unable to access any medication in the drawer. However, there were no adverse events or injuries reported based on this event.